Event description:
The customer reported to olympus medical that the visera pro xenon light source exhibited a system error. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, the device's front panel lights were blinking, indicating a system failure. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's reported issue (error) was not confirmed. The system failure identified was determined caused by a motor fault and a high brightness motor failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the phenomenon "blink front panel" was caused by a turret motor and a high-intensity motor failure that caused the entire surface-panel to flash. The underlying cause was not specified. Olympus will continue to monitor field performance for this device.